Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2018, the right atrial and right ventricular leads were capped and replaced. The right ventricular lead was capped due to oversensing and the right atrial lead was capped due to an unspecified issue. The pacemaker was also explanted and replace due to an unspecified reason. No further information was reported.

Manufacturer narrative:
Correction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.